Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that balloon could not be inflated. An 8.0-40, 80 wanda¿ balloon catheter was selected for use to dilate the lesion; however, the physician noted that the device can not be fully inflated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed longitudinal balloon tear.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the balloon identified a longitudinal tear stretching along the main body of balloon from the proximal markerband to the distal markerband. A microscopic examination of the balloon material identified no issues with the balloon material which could potentially have contributed to the tear. The device was attached to an encore inflation unit and liquid leaked out through the tear in the balloon. There was no resistance/blockage noted in the inflation lumen. An examination of the markerbands identified no issues which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).